Event description:
It was reported that the surgeon inserted a cq2015a three piece collamer lens and the lens tore upon insertion. The lens was removed without any patient injury. The reporter stated the incident was due to a loading error.

Manufacturer narrative:
Visual inspection of the returned product showed that there was a tear in the lens, one haptic was torn off and the other one was broken. There was a clear surgical residue on the lens.